Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section e1: reporter: address: address - line 2: unknown/ not provided section e1: reporter: telephone number: (B)(6). Section h4: device manufacture date: unknown as serial number was not provided section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the unknown non-preloaded intraocular lens (iol) had marks on surface after implantation. Iol had to be removed during the same procedure. The cartridge was splitting on parts where it folded together. There was incision enlargement and sutures were required. No further information is provided. This report is for the intraocular lens. A separate report is being submitted for the cartridge.

Manufacturer narrative:
Correction: as the surgeon indicated that the main issue was with the cartridge and that it was the source of the marking on the intraocular lens. Therefore, upon further review it was determined to void the intraocular lens product record and add intraocular lens as a concomitant product for the cartridge product. Therefore, the event is no longer considered a reportable malfunction for the intraocular lens and no further information will be provided. This follow-up #1 report is being submitted to provide the corrected data under MFR report number 3012236936-2024-0002225. Separate report is submitted for the cartridge product record. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.